Manufacturer narrative:
Event date is an estimate. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-16427. It was reported that the patient¿s leads had migrated resulting in ineffective stimulation. As result the patient¿s entire drg system was explanted and replaced with an scs system. Effective therapy was established with the scs system.